Manufacturer narrative:
Additional information received by smiths medical on 29-oct-2019. Reported that the fault occurred while performing preventative maintenance service. It was also reported that the problem was that the pump went over the pressure range and the pump did not alarm instead it kept infusing. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection, infusion and occlusion testing were performed. According to the investigation the customer's reported problem could not be duplicated. The reported high-pressure alarm was not duplicated during infusion and occlusion tests. According to the investigation the pump downstream sensor was in specification. However, service's replaced the pump downstream sensor as preventive action.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had a high pressure alarm. There was no reported adverse event.